Event description:
The customer reported that a pt incident occurred several months prior and there was a subsequent software upgrade.

Manufacturer narrative:
The customer reported that a pt incident occurred several months prior and there was a subsequent software upgrade. Based on additional info obtained from the hospital's risk mgr on 04/09/10, there was a death associated with this complaint. The pt was a dnr/dn, with a diagnosis of anemia, malnutrition and failure to thrive who was being monitored on telemetry. She was unsure of what rhythm alarm they were expecting. The ICU contacted the med/surg unit to inform them to check on the pt because there wasn't any pulse oximetry or heart rate showing on the telemetry. No emergent care would have been provided to this pt based on their code status. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report wil be submitted once the investigation is completed. (B) (4).